Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in emergency room, post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made, and device remains implanted.